Manufacturer narrative:
Investigation findings: service technician was able to verify customer reported complaint. Bench testing reveals the reported issue was due to a seized blower module. This condition of the blower module will cause the vent to alarm blower demand error due to a no flow condition of the vent. As a resolution, the blower module was replaced.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator blower not working. Unit lights up but not blower action. The issue occurred during patient-use and the device was replaced with another ventilator.